Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) reporting that electrode 14 was 190 ohms. Rep checked other references and only electrode 14 was out. Technical services discussed with rep of not using the electrode to program, at what point along the system could be damaged, no way of knowing how the electrode was damaged, and if lead is in cerebrospinal fluid and that was causing the short, then it would not be limited to just electrode 14. No patient symptoms reported. No further complications were reported as a result of this event. Additional information was received from the rep. It was reported that all connections were tested and the leads were wiped clean.